Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood on the balloon. Microscopic and tactile inspection revealed kinks in the hypotube at 24cm and 95cm from the strain relief. The shaft was separated at the midshaft bond, possibly due to tensile overload. Microscopic inspection found no irregularities or damage to the tip of the device. Inspection of the remainder of the device revealed no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. A 4.00mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, during the procedure, the shaft of the balloon broke clean in half along the wire. The device was completely removed from the patient and the procedure was completed with a different nc emerge balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the shaft of the balloon broke clean in half along the wire. The device was completely removed from the patient and the procedure was completed with a different nc emerge balloon catheter. No patient complications were reported and the patient's status was fine.